Event description:
Device 1 of 3. Reference MFR reports: 1627487-2014-03260 and 1627487-2014-03261. The patient has a cervical scs system and a thoracic scs system. The cervical scs system is being reported (reference MFR. Report: 1627487-2014-05280 for the thoracic scs system). It was reported the patient's cervical scs system was explanted due to a staph infection(cultures confirmed) at the incision sites. It was also reported the patient was hospitalized and received both intra-venous and oral antibiotics. The patient has since been discharged from the hospital and reportedly the wounds "look good".

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.